Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat to a moderately calcified, moderately tortuous superficial femoral artery. After crossing an unspecified .035 guidewire a 4.0x120mm armada 35 balloon dilatation catheter was advanced and crossed the lesion. When attempting to inflate the balloon to nominal pressure the balloon did not inflate to its complete profile. A leak was observed at the hub. The balloon was removed and a 4.0x80mm armada 35 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit and the reported complaints. Cuts were noted on the inner member at the inflation port intersection. It was noted that the leakage at the proximal end of the luer (at the guidewire port), may be attributed to mechanical damage. Additionally, it is likely that the noted cuts on the inner member at the inflation port intersection is what resulted in the reported leak and inflation issue. A CAPA has been initiated to further investigate the issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.